Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot and minor scratches on the display window were noted during the visual inspection. No unexpected low battery alarms were noted.

Event description:
It was reported that the insulin pump alarmed low battery and the battery lasted less than a week. A replacement battery cap was sent to the customer before. This was the second time the customer called for the same issue. The customer's blood glucose was 67 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.